Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin would come out but the numbers would not show. Customer's blood glucose was 190 mg/dl. Customer mentioned the insulin was squirting out during manual prime. Customer declined troubleshooting. Customer will not be returning the device for analysis.